Event description:
The report received from the field indicated that during an interventional endovascular procedure after the outback ltd re-entry catheter was from the packaging, during preparation, the physician noted that there was difficulty retracting the needle. There was no reported patient injury. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the field indicated that after removing from the packaging and during prep of the outback ltd re-entry catheter difficulty was experienced retracting the needle. No further information has been obtained in response to multiple investigational attempts. The device is not available for analysis. A review of the manufacturing documentation associated with this final lot 14084052, associated cannula subassembly, braided cannula subassembly, outer shaft subassembly, nosecone subassembly lots and the operator qualification records presented no issues during the manufacturing process that can be related to the reported complaint. Based on the limited information procedural information and without the return of the product for analysis, no conclusion can be made regarding the reported difficulty retracting the needle of the outback during prep. Based on the device history record review, there is no indication that the event is related to the manufacturing process. Therefore, no corrective actions will be taken at this time.